Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and the patient also experienced diaphragmatic stimulation. The lead was surgically abandoned. No additional adverse patient effects were reported.